Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer. The customer would change the pump supplies to address the alarms and resumed insulin delivery.